Event description:
It was reported that (1) device was used during a radical artery harvest. It was reported by the affiliate that the hp052 handpiece was heating up and not cutting. There was no consequence to the patient.